Event description:
Customer reported being hospitalized with high blood glucose levels. Customer was helping someone in the swimming pool that day. When customer changed the infusion set that day customer noticed it was bent. Customer stated that high blood glucose level may be due to customer not activating bolus. Customer also received auto off alarm. Assisted customer with clearing alarm. Troubelshooting was performed and pump appeared to be functioning as designed.